Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During device preparation, it was noted that the lead helix did not rotate. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix retracted and covered with blood / tissue. Visual inspection, x-ray examination and electrical test were normal with no anomalies noted. The full helix extension was within product specification. The cause of the reported event was due to blood / tissue in the helix housing.

Event description:
New information received notes that the lead was damaged.

Manufacturer narrative:
Further information was requested but not received.